Event description:
It was reported that the healthcare professional (hcp) tried ¿ten times¿ and was not able to remove the medication through the cap (catheter access port). No patient symptoms reported. The pump was used to infuse baclofen (compounded). Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).